Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle, proximal and distal end if its body, along with a hole and a leak in its proximal end. The second cylinder presented wear at fold in the middle, proximal and distal end if its body, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. It was noted that its kink resistant tubing (krt) was worn to the filament and had a hole and a leak from wear. The component passed functional evaluation. Based on the information available and analysis results, the leak identified in the first cylinder and in the krt of the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications.